Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced blank display, battery out limit, audio beep anomaly, and unexpected restart and reprogram anomaly. The customer's blood glucose reading was in the 180's mg/dl. The customer mentioned that she received unexpected restart and the screen went blank. The customer changed the battery and received program alarm anomaly. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No battery out limit, watchdog timeout, unexpected restart or external ram crc error alarms were noted. The pump was monitored, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage, unexpected restart, constant audio alarm, watchdog alarm/beep anomaly, moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a scratched reservoir tube window and a cracked display window.